Event description:
It was reported that the patient presented for an implant procedure. During the procedure, before the right ventricular (rv) lead was inserted into the patient's body, it was noted that the helix could not be retracted back after it was extended. The rv lead was not used. The patient remained in a stable condition throughout the procedure.